Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 106, 209 and 198 mg/dl. Tests were done within 10 minutes. Control solution test result was 191 (range 168-247). Patient did not experience any adverse events. No further information has been reported.